Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: plastic melted at the distal tip of the want while it was in the shoulder cavity (insulation damaged) the failure(s) identified in the .investigation is consistent with the complaint record. The probable root cause/s could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use caused heat to insulation to degrade and rip. (B)(4).

Event description:
It was reported that the distal tip of the device melted. No broken pieces were left inside the patient. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: plastic melted at the distal tip of the wand while it was in the shoulder cavity (insulation damaged). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the unit used as a tool for mechanical displacement of tissue, excessive force and scrubbing with another object during use caused heat to insulation to degrade and rip. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the distal tip of the device melted. No broken pieces were left inside the patient. The procedure was completed successfully.